Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 call service alarm occurred during the prime step. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 submitted 10/17/2014: the serial number has been provided: (B)(4).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/19/2014 with the following results: no defect found. No alarm occurred during the investigation, the product performs within specification, unable to duplicate complaint. Black box shows several alarms with high force occurring due occlusion during prime on (B)(6) 2014. The pump¿s cover was removed, no intermittent condition was found to the motor circuit.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).